Event description:
Dr used the balanced sizer from the attune total knee system. The instrument binded up and would not allow him to match his flexion gap to his extension gap. The instrument just would not wind up and was too tight to achieve the minimum poly thickness of 5mm. It did not have an adverse impact on the patient as he used the measured sizer to size the femur and set rotation. Patient (B)(6), female, bilateral knees.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
The returned instruments were transferred to bioengineering for review, a report was received stating: the complaint of ¿the instrument binded up and would not allow him to match his flexion gap to his extension gap¿ appears to not be justified as the devices were judge to distract appropriately even when the distractor handle and columns were swapped. There was no evidence of galling or thread damage on the parts. This is the first complaint of binding of the balanced sizer received following the implementation of eco425544; these samples give no indication that the eco was not successful in alleviating galling. The failure mode could not be recreated, suggest monitoring for further instances of this complaint with this instrument. The complaint shall be closed with an unjustified conclusion it will be entered into the complaint database and monitored through trend analysis.